Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient reported they turned stimulation off for a major back surgery. They were told that stimulation was turned back on, but the patient and their husband did not remember doing so. They have since had problems with their symptoms stating it is not functioning as it should. They increased amplitude from 5.5 to 6.5 volts on program 3. They do not feel stimulation, however, they did not feel stimulation when symptoms were controlled either. They will monitor symptoms and adjust as needed.